Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, spondylolysis, and spondylolisthesis, degenerative. Pt was implanted with a tplif spacer at levels l4-l5, with pedicle screws at l4 and l5. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 3 months. Surgery date was (B)(6) 2006, and postoperatively pt experienced dural tear, requiring repair with suture and "tessel". This report is 9 of 14 for this event. This report is on the locking cap at l5.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.